Event description:
The customer reported that she was hospitalized due to blood glucose levels greater than 400 mg/dl. The customer reported dizziness, nausea and headaches. The customer also reported that she was unable to remove the battery cap, and it appears to be breaking apart. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self test, off no power test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test die to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly. The insulin pump was received with a stripped battery cap coin slot and scratched lcd window.